Event description:
PICC line insertion was being performed. When the physician attempted to remove the wire, it became disengaged and the end of the wire remained in the patient. The physician retrieved the end of the wire by means of using a mosquito forcep. Patient's condition is fine.

Manufacturer narrative:
Unknown as info not provided by reporter. The suspect device was not returned for investigation; therefore, we are not able to determine the root cause of the separation at this time. However, based on the limited info provided, it is possible that during the insertion and/or removal of the wire guide inadvertent contact may have been made with needle bevel. We do caution that withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport by our quality control dept. The appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.